Event description:
On (B)(6) 2012 customer reported that the needle bellows on their lh500 instrument was leaking less than 5 cc of blood onto the countertop. Customer stated that the leak was observed while troubleshooting recurring aspiration errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and observed partial aspiration errors and the bellows not draining properly. Fse found pinch valves that were sluggish in opening and closing on the pump module and replaced the actuators for pinch valves 20, 21, 22, and 70 to resolve the issue. Fse ran startup, reproducibility and quality control, and all were within specifications. Fse ran several samples in auto mode with no further aspiration errors. No further issues were reported.

Manufacturer narrative:
(B)(4).